Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Found water leak at the bottom of the case due to a crack by the elbow fitting. The root cause of the reported issue was found to be a crack at drain elbow. Actions were taken to mitigate the reported issue are unknown.

Event description:
It was reported that the warmer was leaking water. No patient injury was reported.